Manufacturer narrative:
Will update product information as it comes in.

Event description:
Allegedly the patient was revised due to instability and pain. Allegedly during surgery the doctor stated the patient had aseptic loosening.